Manufacturer narrative:
(B)(4). Device has been returned. The hub, shaft and tip were microscopically examined. The device was broken/damaged in 1 place. The break was from 20cm from the strain relief distally to 54cm. The shaft was not completely separated the inner liner was still connected. There was also a kink approximately 14cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter was broken. A 135cm/20 renegade¿ hi-flo¿ fathom¿ system was selected for use. During preparation, the carrier tube was hydrated 10 minutes before removing the device, however it was noted that the device was broken with a separation greater than 10cm from the hub. Procedure was completed with another renegade device. No patient complications were reported.